Manufacturer narrative:
Product event summary: the full lead was returned but analysis could not be performed due to legal restrictions.

Event description:
It was reported that the patient presented with diaphragmatic stimulation. The left ventricular (lv) lead was explanted and replaced during a routine generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: c154dwk, cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2008. Product ID: 507652, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.